Manufacturer narrative:
The reagent lot number was 908521. The expiration date was not provided. The serial number of line b was not provided. The field service engineer (fse) replaced the sample probe and two reagent probes. Probe adjustments and air purges were performed. The cuvettes were also replaced, and a cell blank measurement and photometer check were performed. Following these actions, a recalibration was successful, and qc returned to within allowable ranges. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 - urine application assay results for 5 patient samples tested on the cobas 6000 c501 module. It was stated that the results from the cobas u411 showed either neg or 1+ for these 5 samples, which prompted the customer to rerun sample 2, 3, and 5 on the affected line a and unaffected line b on (B)(6) 2026. Sample 1: the initial result was 12 mg/dl. The repeat results online a were 19.1 mg/dl and 18.1 mg/dl. The repeat results online b were 6.9 mg/dl and 6.8 mg/dl. The repeat result online a was 7.8 mg/dl. Sample 2: the initial result was 93 mg/dl. On (B)(6) 2026, the repeat result online a was 19.7 mg/dl while online b, the result was 18.8 mg/dl. The repeat results online a were 21 mg/dl and 19.1 mg/dl. The repeat results online b were 18.7 mg/dl and 18.6 mg/dl. The repeat result online a was 19 mg/dl. Sample 3: the initial result was 36.3 mg/dl. On (B)(6) 2026, the repeat result online a was 18.7 mg/dl while online b, the result was 3.3 mg/dl. The repeat results online a were 4 mg/dl and 6.2 mg/dl. The repeat results online b were 3.5 mg/dl and 3.6 mg/dl. The repeat result online a was 4.3 mg/dl. Sample 4: the initial result was 7.1 mg/dl. The repeat results online a were 18.7 mg/dl and 22.7 mg/dl. The repeat results online b were 6.9 mg/dl and 6.9 mg/dl. The repeat result online a was 7.3 mg/dl. Sample 5: the initial result was 67.2 mg/dl. On (B)(6) 2026, the repeat result online a was 18.1 mg/dl while online b, the result was 2.8 mg/dl. The repeat results online a were 3.3 mg/dl and 3 mg/dl. The repeat results online b were 2.8 mg/dl and 2.8 mg/dl. The repeat result online a was 2.8 mg/dl. The line b results were deemed correct.